Event description:
The facility reported a pump with failure code 703. This occurred during customer use, but her was no patient involved. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 703 was confirmed. Inspection of the device found that this failure code was caused by a defective user interface module printed circuit board. This part was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.